Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. B5 field (problem description) was greatly updated to describe more specifically and consistently this complaint issues

Event description:
It was reported that this patient experienced a syncopal episode. The implantable cardioverter defibrillator (ICD) was checked, and high out-of-range (oor) pace impedances were observed on the right ventricular (rv) lead. Eventually, the right atrial (ra) exhibited oor pacing impedance as well. Both leads pace impedance trend has ranged between 600 to 800 ohms, with occasional spikes over 2000 ohms. Boston scientific (bsc) technical services (ts) discussed possible causes. No noise was elicited when doing isometrics and the clinic will continue to monitor the patient. Both the rv and ra lead are not bsc products. The irregular oor impedance behavior has continued for years, and high rv capture thresholds has been noticed as well. All products remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was received that the right ventricular (rv) lead continued to exhibit high out of range pacing impedance measurements and now the right atrial (ra) lead was also exhibiting high out of range impedance measurements of greater than 3000 ohms. It was noted that both the rv and ra lead impedance measurements trend between 600 to 800 ohms with occasional spikes to 1900, the 2000 and 3000 ohm range over the last year. Boston scientific technical services (ts) discussed possible causes. No noise was elicited when doing isometrics and the clinic will continue to monitor the patient. The ra and rv leads are from another manufacturer. All products remain in service and no adverse patient effects were reported.

Event description:
It was reported that this patient experienced a syncopal episode. The implantable cardioverter defibrillator (ICD) was checked, and high out-of-range (oor) pace impedances were observed on the right ventricular (rv) lead. Eventually, the right atrial (ra) exhibited oor pacing impedance as well. Both leads pace impedance trend has ranged between 600 to 800 ohms, with occasional spikes over 2000 ohms. Boston scientific (bsc) technical services (ts) discussed possible causes. No noise was elicited when doing isometrics and the clinic will continue to monitor the patient. Both the rv and ra lead are non-boston scientific products. The irregular oor impedance behavior has continued for years, and high rv capture thresholds has been noticed as well. Eventually, this ICD was explanted, replaced and returned for analysis, due to reasons not related to the reported allegations. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies, and no holes were noticed in the seal plugs. The device passed mechanical and electrical testing and passed al pin gauge tests. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. However, the associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. B5 field (problem description) was greatly updated to describe more specifically and consistently this complaint issues.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal episode. The implantable cardioverter defibrillator (ICD) was checked and high out of range pace impedances were observed on the right ventricular (rv) lead. The patient, who is dependent, was checked and will continue to be monitored. The rv lead is another manufacturer's product. The system remains in service. No additional adverse patient effects were reported.